Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing that was noted on the presenting rhythm. As of this time, this lead remains in service. No adverse patient effects were reported.